Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument was found to have broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the cables were visibly protruding from the distal end of the instrument. No fragment fell into the patient. Instrument is available to return for investigation to isi. No photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Following the reported event, the patient's anatomy was checked and no fragments were found. An x-ray was performed and a 5 mm unspecified object was identified. No further information was available.

Event description:
Refer to h10/h11 for follow-up information.